Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: may 21, 2010. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a nailing to repair a right tibia fracture, the teeth of the reamer head broke off into the patient's tibia. During the process of reaming the canal, the reamer head was not cutting and became stuck. The surgeon pulled out the reamer head, cleaned it and saw that two out of four teeth had broken off. Removing and checking the reamer head resulted in a five minute surgical delay. Another device was not available and the surgeon continued to use the same reamer head. Retrieval was not attempted, as the broken pieces were too deep in the tibia for removal. Standard x-rays were taken for the procedure, not in relation to the breakage of the reamer head. The procedure was completed successfully. Concomitant device reported: 2.5mm reaming rod with ball tip (part 351.706s, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).